Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that plunger fell out of reservoir on two different occasions. Customer also reported that reservoirs would not fill. Customer's blood glucose was 119 mg/dl. Customer also states that supplies got stuck in serter. Supplies and serters were being replaced.